Event description:
It was reported that farawave ablation catheter 31mm was selected for use. During the procedure it was mentioned that the perfusion lumen was blocked and could not be perfused, the issue occurred inside the patient body. Thus the catheter was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.